Manufacturer narrative:
(B)(4) d10: unk depuy corail stem. G2: foreign - event occurred in united kingdom. G2: literature - geng, z., asamu, a.-s., aldridge, w., and ng, a.b.y. (2025). Functional and safety outcomes of third-generation zimmer biomet g7 dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. Journal of clinical medicine 14(23), 1-21. Https://doi.org/10.3390/jcm14238350. H6: suggested component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient experienced chronic hip pain after six-weeks post-op. Treatment or outcome information was not provided. Attempts have been made and no further information has been provided.